Manufacturer narrative:
Reference e-complaint # (B)(4). Investigation: x-initiated manufacturer's investigation, x-review DHR, x-inspect returned samples. Analysis and findings: the affected mystic vad was visually and physically evaluated where it was noted to be free of any obvious damage. The mystic vad was then functionally evaluated and the reported event was not confirmed or able to be reproduced. The vad was actuated, pulled and maintained vacuum in excess of five minutes, the device functioned as intended. The "depression" that was reported was identified as the gate, where the over-mold material is filled in the mold and did not have any impact on the device performance. All vad devices are individually tested for function and vacuum in addition to visual inspection during in-process assembly. Inventory review indicated all inventories had been depleted for lot 230220, no further action required at this time. Review of the lot DHR did not indicate any abnormality. Correction and/or corrective action: corrective action is not applicable as the returned device functioned as intended. This complaint will be monitored for trending in that no injury was reported to end user, or patient. Was the complaint confirmed? No.

Event description:
"There is a depression of the cup. And the cup does not hold. They have to reset the pressure." Ref e-complaint- (B)(4).